Event description:
A patient reported experiencing inaccurate erratic results with a ot basic enhanced meter. The patient's blood glucose results were 234mg/dl,133mg/dl,194mg/dl. Tests were done <10 minutes apart with a difference of 32%. Patient did not experience any adverse events. No further information has been reported.